Event description:
It was reported that the subjected device had image freezing intermittently. The event occurred during a colostomy procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h6, h11, corrected field: h11- tac verbiage was missing in initial submitted emdr. The customer contacted olympus technical assistance support via phone. Troubleshooting was performed. The contact explained that if the camera control unit starts improperly, the endoscopic image may disappear or freeze and cannot be restored. The recommended action is to turn the unit off, wait briefly, and then turn it back on. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to bluetooth interference from a second olympus monitor. Moreover, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from the customer.